Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (1000 mcg/ml at 128.9 mcg/day) via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. The patient's history included urinary retention. On (B)(6) 2012 it was reported that the patient was in a rehab facility recovering from surgery and undergoing dose titration. The patient's urinary retention was worse. The patient was catheterized and put on something by her managing doctor for the urinary retention. She had never had to have a catheter before; she had been on medication in the past. It was unknown if it was related to the lioresal, the surgery itself, or if her past issue was getting worse. On (B)(6) 2012 additional information was received from a healthcare professional (hcp). Per the hcp, the cause of the event was possibly anesthesia/narcotics or possibly side effects, but the hcp doubted side effects as it occurred on a minimal dose of 50 mcg/day and it did not occur after a 50 mcg test dose. The patient was in the rehab facility, but would have been anyway. The patient had a urinary catheter for 3 weeks and then it was removed. The patient was following up with urology. On (B)(6) 2012 additional information was received from a consumer via a company representative and it was reported that while the patient was in the rehab facility they were not titrating her dose quickly, so she was getting frustrated because she was still spastic and wasn't getting good effect because the hcp titrating her dose wasn't being aggressive because he had not done many pumps. She was getting frustrated that she was stuck in a rehab setting getting nowhere. It was stated that the patient had a " miserable haul for a few weeks post-op because she wasn't in a setting where anybody was doing anything with her dose". The patient was ultimately seen by the hcp who was managing her pump long-term and he got her to a therapeutic dose where she needed to be.